Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using the a2fn antegrade femoral nail system with reconstruction locking screws. Surgeon had severe problems inserting the initial guide wires into the reconstruction locking holes. Surgeon removed the aiming arm and re-attached and started the wire insertion process again. After several attempts surgeon managed to get the wires to go through the reconstruction holes and implant two hip screws into the nail and pt's femoral neck to secure the proximal locking. The procedure was extended about two hours. This is 1 of 9 reports.

Event description:
This is report 1 of 9 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.